Manufacturer narrative:
Follow up was conducted to determine exactly when the cut was observed. The location contact stated that she thinks when the lens came out of the cartridge the doctor saw a cut on the lens. She did not have any other information. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. Device evaluation: the product was not returned for investigation as it was discarded.. An investigation could not be performed and therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a cut on the intraocular lens down the middle. There was no patient contact. The lens was discarded. No additional information was provided to abbott medical optics.